Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the charged coupled device unit, no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The camera head was returned to the service center with a report that an inspection was required. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at service center. During inspection of the device, damage on the charged coupled device unit, no image was displayed and the optics retention coupler had corrosion was found. There was no patient involvement.